Manufacturer narrative:
There are three serial numbers associated with the reported event: (B)(6). Investigation of the reported event is in progress. A follow-up report wil be submitted once additional information becomes available.

Event description:
The user facility contacted steris requesting functional testing for three of their advantage plus endoscope reprocessing systems following reports of "residue" being observed in the units. The units were removed from service resulting in procedure postponements. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the units and found signs of contamination in the prefilter assemblies. The root cause of the reported event is likely attributed to improper cleaning practices by user facility personnel. The technician replaced the prefilter assemblies. The units were tested, confirmed to be operating according to specification, and returned to service. The advantage plus endoscope reprocessing system operator manual (pg. 52) states, "facilities should monitor simethicone usage and ensure timely pre-cleaning, manual cleaning, and reprocessing." While onsite the technician counseled user facility personnel on the proper use and operation of the advantage plus endoscope reprocessing system, specifically on properly cleaning the units. No additional issues have been reported.